Event description:
A nurse reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain and shortness of breath (sob). As a result, on (B)(6) 2024, the patient was hospitalized. During hospitalization, it was discovered that the sob was due to a heart blockage. Additionally, a pd culture was obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with a combination of vancomycin, cefepime, and zosyn (dosing not provided) intravenously (IV). The nurse stated the cause of the peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient is recovering from the peritonitis event and remains in the hospital pending a coronary artery bypass graft (CABG); unrelated to dialysis.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain and shortness of breath (sob). As a result, on (B)(6) 2024, the patient was hospitalized. During hospitalization, it was discovered that the sob was due to a heart blockage. Additionally, a pd culture was obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with a combination of vancomycin, cefepime, and zosyn (dosing not provided) intravenously (IV). The nurse stated the cause of the peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient is recovering from the peritonitis event and remains in the hospital pending a coronary artery bypass graft (CABG), unrelated to dialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.